Event description:
It was reported that the right atrial (ra) lead had vegetation and the implantable pulse generator (ipg) and right ventricular (rv) lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.